Event description:
The customer reported that they have low bgs and was treated by the paramedics. The customer stated that they believe the basal rates were too high. Troubleshooting was not completed at the time of call.